Event description:
The patient was initially implanted to treat an intertrochanteric hip fracture on (B)(6) 2014. The patient status post revisions surgery is reported as fine.

Manufacturer narrative:
Implant dates reported as: (B)(6) 2014 and reoperation on (B)(4) 2014. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As received condition of device ; the plate is broken as complained. Based on the topography of the fracture surfaces, the implants were subjected to low dynamic bending loads. Constantly alternating bending loads / load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implants. The implants could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported by the sales representative that the synthes implant locking compression plate - dynamic hip screw (lcp dhs) broke inside of the patient¿s body on an unknown date five months post operatively. Patient had reoperation on (B)(6) 2014 to replace the broken screws. There was no report of a surgical delay. This report is 1 of 2 for complaint (B)(4).